Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], tingling of hands, arms, legs and feet [pain in extremity], burning of hands, arms, legs and feet [burning sensation], muscle weakness [muscular weakness], dizziness, zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], loss of balance [balance disorder], copper deficiency. An attorney reported that their adult male client, now age (B)(6) years, used fixodent denture adhesive, version unk cream, unspecified total daily use beginning 1991 through 2011 to improve denture retention and comfort, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, copper deficiency, zinc toxicity and extensive nerve damage resulting in numbness of hands, arms, legs and feet, tingling of hands, arms, legs and feet, pain of hands, arms, legs and feet, and burning of hands, arms, legs and feet, muscle weakness, loss of balance, and dizziness. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.